Manufacturer narrative:
Device evaluation: one device was received and evaluated for the device fell off event complaint. The device was inspected. Due to the condition of the foam pad, the original adhesive properties could not be verified. Functional tests were performed and verified that a moderate amount of adhesion remained. The adhesive strength was verified as sufficient. The complaint about this device could not be confirmed.

Event description:
The patient reported that he experienced "some" v-go devices fell off due to the heat. No specific event dates were reported. The patient stated that the lot and expiration date are unknown. It was reported that one device was available for return to the manufacturer for evaluation.